Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the stent failed to expand, requiring placement of another stent. The patient presented with stenosis in the c1 segment of the right internal carotid artery. The vessel was severely calcified and exhibited significant tortuosity. The lesion showed a 95% stenosis prior to intervention. A 10.0-24 carotid wallstent (cws) was selected for use in a carotid artery stenting (cas) procedure. Pre-dilation was performed, resulting in a residual stenosis of 90%. During the procedure, the proximal end of the 9x30 stent failed to open. A 7x30 stent was successfully deployed. The 9x30 stent was later observed to be fully expanded. The procedure was completed, and the patients condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: a carotid device was received for analysis. Visual and tactile examination revealed that the stiffening wire was kinked approximately 90 mm distal to the distal end of the t-body. The device was received unsheathed, with the stent already deployed from the delivery system. The deployed stent was not returned for analysis. No issues were noted with the stent holder or stent cup.

Event description:
It was reported that the stent failed to expand, requiring placement of another stent. The patient presented with stenosis in the c1 segment of the right internal carotid artery. The vessel was severely calcified and exhibited significant tortuosity. The lesion showed a 95% stenosis prior to intervention. A 10.0-24 carotid wallstent (cws) was selected for use in a carotid artery stenting (cas) procedure. Predilation was performed, resulting in a residual stenosis of 90%. During the procedure, the proximal end of the 9x30 stent failed to open. A 7x30 stent was successfully deployed. The 9x30 stent was later observed to be fully expanded. The procedure was completed, and the patient's condition following the procedure was stable. It was further reported on that the proximal end of the stent could not be fully opened despite repeated attempts. It was noted that the attempts included gently flicking the guide wire and using the guide catheter to poke upwards toward the stent. Additionally, it was confirmed that the 9x30 stent was successfully expanded using balloon expansion. The patient's anatomy was challenging; however, patient factors did not contribute to the reported event. Additionally, procedural factors were not identified as contributing factor.